Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced persistent hyperglycemia after a site and cartridge change, with glucose values escalating from approximately 292 mg/dl to 400 mg/dl, and it was later identified that the cartridge and infusion set change sequence had not been completed and the cartridge had not been fully engaged; the user disconnected from the pump and administered subcutaneous insulin by pen and received troubleshooting and education on proper set change procedure and high glucose management. Symptoms included elevated blood glucose. Outcomes included temporary discontinuation of pump therapy and use of multiple daily injections. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error related to incomplete cartridge and infusion set engagement. It was concluded that the event was due to use error with unclear final contribution of device performance to the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.